Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified and 90% restenosed. After several attempts, the xience prime 3.0 x 33 mm stent delivery system (sds) was unable to cross the lesion due to the patient anatomy. After several more attempts with force applied, the device still failed to cross which resulted in kinking of the delivery system shaft. During advancement and removal, there was resistance felt due to interaction with the vessel. The procedure was successfully completed using another xience stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported kink was confirmed. The reported difficulty advancing and removing the device were unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to the patients anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.